Event description:
Pt reported receiving occlusion alarms. She indicated that she looked at her adapter and discovered that the infusion set tubing separated from the luer connection. Her blood glucose was slightly elevated. Pt indicated that she replaced the tubing and the device primed successfully. No medical assistance was required. Product was requested to be returned for eval.